Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Additional reasons for revision: pain.

Event description:
Asr revision; asr hip resurfacing - left hip; reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left. Asr hip resurfacing. Reason(s) for revision: alval / soft tissue reaction. Update received: 12th august 2013 - added further revision reason: pain, added hospital: (B)(6) and amended implant date: (B)(6) 2006. Update - updated original surgery date taken from claimsuite dated 17th august 2013. Update - updated original surgery date taken from claimsuite dated 12 sept 2013, 25th november 2006. Update - updated original surgery date taken from claimsuite dated 19 august 2014. Completed construct type, common name, manufacturing facilities and date of manufacture for each product. Update rec'd 13 nov 2013 - date of implant: (B)(6) 2005.